Event description:
After robotic hysterectomy, I awakened in a puddle of clear liquid. The leakage was so severe that I had to wear super absorbent diapers; the diapers needed to be changed at least 10 times a day. I developed right kidney blockage, hydronephrosis, a ureterovaginal fistula, and urinary incontinence. It was discovered that my ureter had been sown in the vaginal cuff. A second surgery was required to place a stent in my kidney. More surgery will be needed in 6 weeks. Whether or not my kidney will function properly again is still unknown.